Event description:
The device leaked during priming of chemotherapy.

Manufacturer narrative:
Retained product samples were evaluated and two out of thirty two samples were found to leak at the solvent bond of the valve. The leak is caused by a scrape on the male luer of the checkvalve. The scrape is caused by the automated machinery used in the assembly of the checkvalve. The machinary has been adjusted to prevent scraping. Co is able to confirm this issue and determine the cause. Based on this information, co believes that this issue has been addressed and that no additional action is necessary at this time. Co considers this MDR closed with this report.